Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. We did receive performance data collected from the device and have analyzed the data. Time of rrt in save to disk was on (B)(6) 2011, device eri<=2.6251 volt. Weekly battery voltage log data shows min bat=2.97 to 2.582 volts minimum between (B)(6) 2011 and (B)(6) 2011. One patient alert for low battery voltage occurred on (B)(6) 2011. Further analysis not permitted. From save to disk data: the device does appear to have been turned on, on (B)(6) 2011, 1002.55 sec cumulative charge time was registered.

Event description:
It was reported that one week following implant of the device the patient was hearing a high/low tone coming from the device. It was also reported that the device was already at premature elective replacement indicator (eri). Two weeks after being implanted, the device was at recommended replacement time (rrt) on initial interrogation. It was further reported that the device was turned on and left in sales rep's trunk prior to implant, and over 1200 episodes accrued prior to implant. The device was removed and replaced with a new device. Further, an attorney alleges that the patient was implanted with a defective defibrillator, and because of the defective product it was necessary for the patient to undergo a second surgery one month later. No patient complications have been reported as a result of this event.

Event description:
It was reported that post one week following implant of the device the patient was hearing a high/low tone coming from the device. It was also reported that the device was already at premature elective replacement indicator (eri). Two week after being implanted, the device was at recommended replacement time (rrt) on initial interrogation. It was further reported that the device was turned on and left in sales rep's trunk prior to implant, and over 1200 episodes accrued prior to implant. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. We did receive performance data collected from the device and have analyzed the data. Time of rrt in save to disk was on (B)(4) 2011, device eri<=2.6251 volt. Weekly battery voltage log data shows min bat=2.97 to 2.582 volts minimum between (B)(4) 2011 and (B)(4) 2011. One patient alert for low battery voltage occurred on (B)(4) 2011. Further analysis not permitted. From save to disk data: the device does appear to have been turned on (B)(4) 2011, 1002.55 sec cumulative charge time was registered.